Event description:
It was reported that a user's sensor broke during removal. Despite the breakage, it was confirmed by the clinical team and the representative present that all sensor fragments were successfully removed. The user later reported feeling generally well, with only minor arm soreness.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.